Manufacturer narrative:
Other text: one device was returned for investigation. Upon physical investigation, it was found that the device has a pinhole leak. The failure mode could not be repeated using the tools from the assembly and packaging process. Root cause was not able to be established but is thought to have happened after the device left the company. DHR review shows that with 1890 units, the lot met the requirements with no deviations identified during manufacturing.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical breathing circuit was found to have damage in the breathing bag. There was no patient injury and no reported adverse events.